Manufacturer narrative:
D4, g4: model number is not sold in the us but similar device is sold under model 12630. This product was used for the product code and 501k. E1 this complaint was received through: (B)(6). Investigation summary received one (1) used 01c-smv3v 1o2 valve w/ check valve for inspection. No defects or anomalies noted. The set was leak tested per product specifications. The returned sample had leakage from the white button. The reported complaint can be confirmed. The probable cause is related to a molding defect in the white button molded component used in the 1o2 smart valve. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
A complaint was received involving a 1o2¿ valve (blue) w/check valve, rotating luer that experienced leakage. The reporter stated "leakage from the white button". The event was not detected prior to patient use. The set was use during infusion for common drugs like propofol for 24hrs. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure and no medical/surgical intervention were required. The device was changed with no further problems encountered. Same lot device sample and mating device are not available to be tested. One involved problematic device and a sample is available for investigation.